Event description:
Patient presented to the physician with wound dehiscence at the chest incision site due to healing issues. Physician brought the patient into the or, removed scar tissue, irrigated the ipg pocket with antibiotic solution, and closed the incision.

Event description:
Patient presented back to the physician with a bump at the chest incision site that was tender, swollen, and with fluid accumulation and minor bleeding. Physician prescribed oral antibiotics.